Event description:
It was reported that a device was explanted in regards to a battery replacement. It is reported that replacement occurred within the product's lifecycle. Hcp noted "warranty". The patient's status was undetermined at the time of the report. Reference MFR report #3004209178-2010-05572.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of severe pulmonary disease, hyperlipidemia, clinical copd, congestive heart failure, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was the right proximal internal carotid artery. Pre-procedure stenosis was 80%. The lesion length was 10mm and diameter was 8mm. A precise pro rx 10 x 40mm stent was deployed in the target lesion. An angioguard rx, size 8, was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 10%. The patient had no neurological deficit when he left the angiography suite. The patient was discharged the following day. The patient died approximately one year and 4 months post-procedure. No further information regarding the death is available at this time.

Event description:
Adjudication minutes received (B)(4) 2011: the previously reported unknown cause of death 16 months post-procedure has been identified by the death certificate as pneumonia due to or as a consequence of chronic obstructive pulmonary disease. To better reflect the adjudication determination the current code of death will be removed and changed to "pneumonia and chronic obstructive pulmonary disease" and this event will now be made a non-complaint and unreported.

Manufacturer narrative:
The report is from the (B) (4) study. The patient was a (B) (6) male with a history of severe pulmonary disease, hyperlipidemia, clinical copd, congestive heart failure, coronary artery disease, coronary percutaneous revascularization, and hypertension. The target lesion was the right proximal internal carotid artery. Pre-procedure stenosis was 80%. The lesion length was 10mm and diameter was 8mm. A precise pro rx 10 x 40mm stent was deployed in the target lesion. An angioguard rx, size 8, was successfully deployed and retrieved during the procedure. Post-procedure, stenosis was 10%. The patient had no neurological deficit when he left the angiography suite. The patient was discharged the following day. The patient died approximately 16 months post-procedure. Multiple attempts have been made to discern the cause of the patient's death; however, it has not been forthcoming. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13364592 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited information available, no determination regarding contributing factors can be made. No corrective or preventive action will be taken, given that; with the information provided, the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information received. The previously reported event no longer meets FDA reportability requirements and is no longer considered a reportable event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.